Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested; the valve passed the test. A review of manufacturing records found the device conformed to specificaiton when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
It was reported that the setting on the hakim programmable valve was unable to be changed.